Manufacturer narrative:
Lot number#: unknown/not provided, expiration date: unknown since lot number was not provided, UDI #: unknown since lot number was not provided. (B)(4). Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor's technique in applying the suction ring to the cornea, doctor's technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient's cornea and the suction ring. Manufacturing date: unknown since lot number is was not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that surgeon experienced a suction loss during the raster pattern. They reapplied suction per protocol and reapplied suction and finished the case. The flap was lifted without incident and the patient treated. Patient is now experiencing reduced vision and induced astigmatism. Surgeon reviewed the records and felt that a screening with optical coherence tomography should be performed to corneas prior to surgery. It was reported that patient best corrected visual acuity (bcva) was as follows: pre op bcva 20/25, post op bcva 20/40.